Event description:
User experienced water leak from the front of the analyzer. User stated no one had been injured and he did not believe any patient results were affected. The field service representative determined the cause was a partially clogged rinse well. He cleaned and purged the drain well and dried up water spill. He also noted he checked all areas to ensure no other areas were affected by water leak. Performance tests were performed with no other leaks detected.